Event description:
Analysis of the device revealed that the stent was partially protruding from the outer body distal end. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device found that the outer body catheter was compressed and the stent was partially protruding thought the outer body distal end. The findings are indicative of high friction during deployment. Identified possible causes are: highly tortuous anatomy and inadequate flush. Because of the high friction, the user may have applied excessive force between the inner and the catheter in an effort to deploy the stent. However, the information available indicated that the patient¿s anatomy was just a little tortuous, continuous flush was maintained and the device was confirmed to be in good condition prior to use. Therefore, based on the information available, the root cause for the damages found cannot be determined.

Event description:
Analysis of the device revealed that the stent was partially protruding from the outer body distal end. There were no reported clinical consequences to the patient.